Event description:
The customer reported that cidex plus spilled in the basement of their facility. One employee experienced "difficulty breathing and burning eyes." The employee did not seek medical attention or require treatment. The employee recovered without issue.

Manufacturer narrative:
.